Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clenz cleaner leak under the diluter of the coulter lh 780 hematology analyzer. Customer reported that they were unable to locate the source of the leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a small cut in the clearing line of the retic chamber vc17 (vacuum chamber). The fse replaced the tubing. The fse ran a startup. The fse found all quality controls (qc) were within specifications. The fse verified the repair was performed per established procedures and validated the system.

Manufacturer narrative:
(B)(4).